Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a primary audible background alarm at the end of infusion, immediately followed by a "syringe empty" alarm. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . No problems or issues were identified during the device history record review. Visual inspection showed the lower right front corner of top case was cracked, the right plunger case was cracked, and there was a counterfeit battery present. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. During the functional testing was able to duplicate the reported issue. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker and interconnect board for preventive and performed preventative maintenance and all functional testing.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.